Manufacturer narrative:
This event is being reported as a device malfunction that has the potential to result in injury if the malfunction were to recur. The root cause of the malfunction is indeterminate but continues to be investigated by cork medical. The reported malfunction relates to known inherent device risks that are appropriately documented in our risk files. A review of the device history record for this device shows that the device completed all required inspections and testing and was properly functioning at the time of manufacture in may 2024. There is no intervening service history between manufacture and the date of this event. The instructions for use for this device require annual maintenance to be performed by trained cork medical personnel. There is no record of this maintenance being performed. The instructions for use for the device contain many precautions for the use of the device as they relate to risks of fire or thermal damage including not to use the device if exposed to liquids, if dropped or otherwise damaged, and to promptly disconnect the device from the charger when charging is complete.

Event description:
On june 10, 2026, a cork medical distributor reported a device failure with the description "pump caught fire." Communication with the distributor confirmed that there were no injuries sustained and no damage to other property. At the time of the incident, the use of the device was discontinued, and the device was returned to cork medical for evaluation. Cork medical received the device on june 15, 2026. Upon receipt, cork medical engineering staff reviewed the device with quality personnel and observed that the device appeared to have thermal damage to the battery, rear housing, and internal pump. The root cause of the failure could not be determined due to the thermal damage.